Event description:
It was reported that the patient enrolled in a (B)(6) underwent surgery for implant of two- level artificial disc at c5-6 and c6-7. The patient developed osteophytes around the discs and c4-5 was compromised. Approximately 19 months post-op the patient underwent a revision surgery to remove the artificial discs. Anterior cervical plate and cages were implanted at c5-6 and c6-7 and an artificial cervical disc was implanted at c4-5. Patient reportedly did well for a year following the surgery. During follow-up approximately 42 months post the revision surgery, the surgeon ordered a CT scan. Review of CT scan showed c5-7 fusion and spurring developing behind the artificial disc at c4-5 with some cord compression. Based on CT scan and patient neurological symptoms the surgeon suggested removal of the artificial disc and replace with fusion.

Manufacturer narrative:
(B)(4): the device or applicable imaging studies has not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that the patient underwent additional surgery to remove the artificial disc at c4-5 and revise to a cervical interbody fusion with bmp. Previous anterior cervical plate was removed. A new anterior cervical plate was implanted at c4-c7. Posterior screws implanted c4-c7. Treatment also included a bone stimulator.

Event description:
Operative approach: extrapharyngeal anterolateral on postop visit dated (B)(6) 2011, the surgeon "recommends removal of artificial disc at c4-5 and replace with fusion and another artificial plate."

Manufacturer narrative:
(B)(4).